Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic experiencing right sided phrenic nerve stimulation that was isolated to the right ventricular lead. Chest x-ray confirmed lead dislodgement. The lead was explanted and replaced. The patient was discharged from the hospital on (B)(6) 2018 in stable condition.